Event description:
The customer reported that she was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 774 mg/dl. The customer stated that the insulin pump was showing the wrong blood glucose reading prior to the event. Troubleshooting was performed, and the insulin pump was programmed correctly. However, the daily totals did not match with the basal rate and bolus delivery totals. The customer was not comfortable with the insulin pump, and asked to have it replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see also MFR report number 2032227-2010-82872.